Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that stopper was difficult to remove with a bd vacutainer® cat (clot activator tube) plus blood collection tubes. This occurred on 5 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: the cap is crooked and we cannot straighten it. The tube is blocked in the chain because it is a skew and the clamp cannot position it on the stud.

Manufacturer narrative:
H.6 investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for damaged with the incident lot was observed. Evaluation of the customer samples was performed and damaged was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product h3 other text : see h.10.

Event description:
It was reported that stopper was difficult to remove with a bd vacutainer® cat (clot activator tube) plus blood collection tubes.,this occurred on 5 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from french to english: the cap is crooked and we cannot straighten it. The tube is blocked in the chain because it is a skew and the clamp cannot position it on the stud.